Manufacturer narrative:
Inspection indicates a weldment point on the recline actuator mounting bracket having broken away. This weldment is where the recline actuator is secured, and in whole, is attached to the seat frame. It was reported when this component broke, it allowed the back hinge to no longer remain upright as the recline actuator was no longer secured. No serious injuries that necessitated medical intervention were reported as a result of this event. This is a known failure mode and following an investigation, permobil concluded no unusual or significant deterioration of the components were detected. To assess the full impact of this failure mode, CAPA (B)(4) has been opened to further investigate, correct and monitor effectiveness. The recline actuator and suspect bracket met acceptable performance margins and replacement components were approved for distribution. The service provider was supplied with the approved parts in order the repair of the device and return to the end-user. The DHR for this device has been reviewed and the wheelchair met specification prior to distribution.

Event description:
Received report claiming as the end-user was repositioning the seating to aide in a transfer, the backrest reportedly gave way causing the end-user to lose positioning and fall out of the seating. No reports of injuries requiring medical intervention.